Event description:
It was reported that, "surgeon went through 3 axsos screwdrivers. All three broke at the tip".

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.